Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead had high and unstable thresholds. During the repositioning procedure, it was impossible to insert the stylet into the lumen of the lead because the conductor was deformed. The lead was capped and replaced. No patient complications have been reported as a result of this event.